Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation d6b explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 33-year-old female patient underwent primary breast augmentation with 300cc mentor smooth round moderate plus profile and experienced breast implant deflation on her left side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2025

Manufacturer narrative:
On may 29, 2025, the mentor failure analysis lab received the device for evaluation. On june 1, 2025, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 325cc returned device. The contralateral device was also received (lot number 6587732). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 9, 2025, mentor became aware that patient experienced leak on the right side, however, no leak was found upon bilateral replacement surgery with catalog number 3505504bc; serial number (B)(6) on the left side, and with catalog number 3505504bc; serial number (B)(6) on the right side on (B)(6) 2025. Following updates have been made on this form: field d4 for catalog number has been updated to "3502325". Field d4 for lot number has been updated to "6629381". Field d4 for serial number has been updated to "(B)(6)". Field d4 for unique identifier (UDI) has been updated to "(B)(4)". Field h6 for medical device problem code has been updated to "adverse event without identified device or use problem". A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right adverse event. Manufacturer¿s reference number: (B)(4).